Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative tightened the hard drive power plug, reloaded the system software and reformatted the cinema hard drive. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system had bad image quality during cinema playback. No patient injury was reported.